Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 09/06/2023. An investigation was conducted on 09/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The heater wire was observed to be flexed away from the base of the hot jaw and remained attached at the tip. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .697 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed, however the analyzed failure "material twisted/bent wire" was confirmed. The lot # 3000321044 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Ncmr 17698: for material vh-4000,batch #3000321044 verification of sap expiration date was not performed, as it did not match the expiration date on the product label. Date in sap must be changed to reflect the label expiration date. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 intermittent use occurred during vein harvesting with heavy use during fasciotomy. It would work and stop working continuously (polyfuse likely culprit) until we had to open a new kit and it worked just fine. There was no procedural delay except to open a 2nd evh kit. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.